Manufacturer narrative:
No further information is available from the customer. The device was received by a company representative and is in transit to the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that poor aspiration occurred when performing ultrasound and irrigation/aspiration during a procedure. The issue was solved after exchanging the product. There was no harm to the patient. No further information is available.